Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found cracks on the left side of the fan cover and the upper left corner of the display cover. Visual inspection of internal components found the anchor bosses in bottom left/right and upper right of driver front housing cracked. Also a melt mark was found on the ribbon cable running from the speaker to lcd screen at the point where it bends closest to the primary motor. During the course of the investigation, the left motor pin was broken off in the pca fork and was replaced to continue testing. Freedom driver failed functional testing for acceptance at incoming inspection due to out of specification output values. An observation run was performed over 90 minutes with data collection every ten minutes demonstrating that the driver was not stabilizing. Based on previous investigation findings, a known functional pca was installed on the driver and it passed all areas of functional testing with the replacement component. Failure investigation for this complaint confirmed the reported issue through functional testing. The customer complaint was replicated during testing; the root cause of the reported out of specification output values was determined to be a faulty pca causing a pressure leak. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to external and internal components was cosmetic only. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.